Event description:
The implanted valve exhibited signs of device failure. A dye test of the implanted valve revealed cerebrospinal fluid flowing outside the device. Surgery was performed and a tear was found in the valve near the siphonguard component. The device was explanted.